Event description:
During a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. In the follow-up, it was reported this patient was diagnosed on (B)(6) 2024 with peritonitis and they remained in the hospital. The patient was scheduled to have their pd catheter (not a fresenius product) removed and begin hemodialysis upon discharge. There was no indication this event was related to the performance of any fresenius product(s) or device(s) in the follow up. Presently, there is no specific allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.

Manufacturer narrative:
Correction provided in f11 and f13.

Event description:
During a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. In the follow-up, it was reported this patient was diagnosed on (B)(6) 2024 with peritonitis and they remained in the hospital. The patient was scheduled to have their pd catheter (not a fresenius product) removed and begin hemodialysis upon discharge. There was no indication this event was related to the performance of any fresenius product(s) or device(s) in the follow up. Presently, there is no specific allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.